Event description:
In 2006 the lay user/reporter contacted lifescan alleging that the pt's one touch basic meter was displaying the "clean test area" message. The medical affairs specialist (mas) spoke to the pt one day later to obtain/verify information. Approximately "3 weeks ago" on an unspecified day, the pt stated that he has a "regular checkup" with his physician. At the time of the appointment, he was asymptomatic. His blood glucose tested at the doctor's office with an unknown device and obtained a reading over "200 mg/dl." A healthcare provider then gave him insulin however, the pt could not remember what type or dose of insulin he received. He was not hospitalized. Due to a language barrier, the pt could not recall exactly when his meter started giving the "clean test area" message or whether the issue was just a one-time occurrence or an on-going event. He was also unable to indicate whether he has been able to test on his meter or if he ever stopped using his meter due to the error message. It is also unk if the pt has a medication regimen and if it was adjusted due to the meter issue. The customer care advocate (cca) verified that the pt has been cleaning the meter properly and has been using proper technique to test his blood glucose. The cca resolved the meter error message by having the pt remove, clean, and re-insert that test strip holder. Although the issue was resolved at the time of the call with the cca, the meter was ultimately replaced when the mas spoke to the pt and was told that the meter was still working due to the same issue.